Event description:
It was reported the patient was receiving inadequate therapy due to high impedance associated with their drg lead located at l4. As a result, the patient's drg lead located at l4 was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.